Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported shuttling with the angio-seal device involved. When the device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, and the device/sheath assembly was withdrawn together. As the hemostasis failed, 0.5 hours of manual compression was applied to achieve hemostasis. A computerized tomography (CT) was performed to check for residuals such as the anchor in the body; however, no residuals were observed. According to the physician, as no residuals such as anchor were confirmed by CT, it was presumed there were no residuals in the body. It was likely that the collagen and other substances, including anchor, remain in the device/sheath assembly. The estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. There was no patient injury or surgical intervention required. Hemostasis was successfully achieved by manual compression. No equipment or other devices were used with the product involved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code and lot number combination was conducted with no findings related to the reported event. One (1) 8 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube, and hemostasis sheath, an arteriotomy locator with guidewire and a header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor was not visible within the opening at the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. The device was reset to the forward lock position, and the anchor did not deploy from the distal tip of the device, but the collagen was coated with dried blood. The carrier tube and hemostasis sheath were subsequently separated, and the anchor was confirmed to have been absent from the device. Collagen was intact with the device with the suture and tamper tube. The collagen and tamper tube were inspected and was found to have been covered in dried blood. No damage or deformation was identified. The carrier tube hub was opened up to further inspect the spool of suture. The spool was found to have been undeployed and functional testing was performed by attempting to deploy the component. However, the suture was broken during functional testing and was unable to be fully deployed. The complaint was able to be confirmed of non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).